Event description:
Pt was seen by orthopedist in 2002 and x-rays found screw intact. Pt seen in hospital emergency dept in 2002 and screw was found to be broken. Surgery performed 3 days later to remove broken screw and replace with new one.